Manufacturer narrative:
Additional information received on feb 24 2020 indicated the biopsy was rescheduled to (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/ african american female patient underwent breast augmentation primary on (B)(6) 2014 with mentor memorygel breast implants 425cc. Approximately 4-6 months ago the patient started feeling constant pain in the right breast and nipple. Ultrasound showed large amount of fluid around both breast implants. Patient underwent a fluid aspiration and tissue biopsy on (B)(6) 2020. No cytology or pathology results available at this time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).